Event description:
It was reported that there was a lead warning due to the bipolar loss of capture and polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Additional information: it was later reported that the right ventricular (rv) lead was capped and replaced due to an apparent conductor fracture. No further patient complications have been reported as a result of this event. Patient age and dob have been added to this report. Correction: additional information received identified this patient was a pediatric patient and therefore, the report should be submitted as a 30 day report rather than bimonthly. In addition, the lead was capped and replaced and therefore, this supplemental report has been updated to reflect the adverse event/serious injury that occurred as a result of the product malfunction. (B)(4).